Manufacturer narrative:
Evaluation summary: one ld111 was returned and was noted to have the iris valve and the sleeve torn, the damage starts on the inner edge of the lower protective ring. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon placed the device "well," it was broken. It was not noted how the case was completed. No patient consequence reported.